Manufacturer narrative:
Correction b5: additional information received reports that this ipg has met normal longevity, therefore this event is no longer reportable.

Event description:
Additional information received reports that this ipg has met normal longevity, therefore this event is no longer reportable.

Event description:
It was reported that the patient's ipg had reached end of life. It is unknown if this occurred prematurely. Surgical intervention was undertaken and the ipg was explanted and replaced.

Manufacturer narrative:
B3: event date is estimated.